Event description:
During surgery the drill bit broke, leaving a part in the patient's bone. The decision was made at the time, to leave the part in situ.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to section d9/h3 the device was not returned. The reported event could be confirmed with the available radiograph. A device inspection was not possible since the affected device was not returned and with the available radiograph, we can confirm the breakage of the drill, but for further analysis product is required. A formal medical opinion was sought but it is difficult to decide the quality or density of the bone based on the available radiograph. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
During surgery the drill bit broke, leaving a part in the patient's bone. The decision was made at the time, to leave the part in situ.